Event description:
The physician reports that during cataract surgery with attempted implantation of the crystalens using the amo silver series lens injector, the trailing haptic tore and the capsular bag was compromised. Intervention was performed to enlarge the incision and remove the damaged iol. A sulcus-fixated iol was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.